Event description:
Baxter (B)(4) received a report that an infusor leaked from the reservoir during filling. The device was being filled with a solution of morphine hydrochloride and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the unit showed no detectable signs of physical abnormality. A functional leak test was performed and evidence of leak was detected at the welded area of the volume indicator port. The root cause was identified as improper welding of the volume indicator and port. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.